Manufacturer narrative:
According to the field, the ICD was disposed of at the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing of noise causing pacing inhibition. Abnormal high pacing impedance measurements were also observed on the rv channel. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.